Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a hydrothermal ablation procedure in the uterus was performed on (B)(6) 2018. Reportedly, the patient was under general anesthesia. According to the complainant, the physician noticed an external burn after the procedure. There was no visible fluid leak noted during the procedure that caused the burn. The physician did a rectal repair that fixed the problem. There were no serious injury/adverse effect to patient as a result of the event. An additional attempt has been made to obtain follow up event details with no response from the clinician.